Manufacturer narrative:
Concomitant medical products: ccmx8 cardiac contractility modulator, 1388t leads x 2, implanted: 2006. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "inappropriate defibrillator shocks due to mechanical inference from an investigational device case reports," in cardiology 2019, doi.org/10.1155/2019/2810396. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding two right ventricular high voltage leads and one patient. The information showed the sixty-five-centimeter lead displayed a sudden increase in impedance. The lead was removed and replaced. Following, the patient received inappropriate shocks and there was a possibility of interference from pectoral myopotentials. It was determined there was chattering of the cardiac contractility modulation right ventricular leads and the intermittent noise signals, interference, and lead chattering was the cause of the inappropriate shocks. The cardiac contractility modulation and the competitor right ventricular pace-sense leads were removed. The competitor implantable cardioverter defibrillator (ICD) and the right ventricular high voltage lead remain in use. The disposition of the sixty-five-centimeter lead is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.